Manufacturer narrative:
The pump was received with a loose/protruded drive support disk, minor scratches on the display window, and a cracked reservoir tube lip. The pump was unable to prime during the prime test due to a loose/protruded drive support disk. No compromised force sensor system alarm was noted. The pump gave a motor error alarm during the basic occlusion test due to a loose/protruded drive support disk. The pump passed the idle current test, run current test, self test, off no power test, unexpected restart error test, and displacement test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor. It was stated that they are unable to exit the "preparing to prime" loop. The blood glucose reading was 8.5 mmol/l. Troubleshooting was not conducted for the compromised sensor alarm. It was also stated that drive support cap was sticking out. The customer was advised to discontinue use of the insulin pump and to revert to their back-up plan. The insulin pump will be replaced.